Event description:
When the physician dilated the 2.5 x 20mm worldpass balloon under 12 atm, a pinhole rupture occurred on the balloon. The physician used another balloon catheter to complete the procedure. The target lesion was a calcified left anterior descending.

Manufacturer narrative:
During a coronary intervention, the balloon of a worldpass ptca balloon catheter ruptured at 12atm. No patient injury occurred. Minimal clinical details were provided, other than the vessels were calcified. The balloon was not returned for evaluation. A device history review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan, including burst test values. With the limited information available, vessel/lesion charateristics may have contributed to the event.